Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the leadless implantable pulse generator (ipg) had an acute rise in thresholds. The ipg remains in use. No patient complications have been reported as a result of this event.